Event description:
Healthcare professional reported injecting a patient with 0.025 ml of juvéderm® vollure¿ xc and ¿hit the inferior labial artery¿ with the needle. The patient experienced vascular occlusion. Patient was massaged in the area, was given hot compresses, 12 vials of hylenex within 60 minutes of the occlusion, and radiofrequency skin tightening (rf) treatment. Seven additional vials of hylenex were planned to be giving to patient today. Event is ongoing.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, the event occurred at the injection. The event resolved the day after injection. The patient saw another physician the next day, who assessed the vascular occlusion was cleared.